Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured ventricular impedances over 3000 ohms and exhibited oversensing. During the subsequent surgical procedure, it was discovered that the device header was disconnected.